Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) - 02-020-13-0215 - truliant cr cem fem cr cem left sz 1.5, (B)(6) - 02-022-45-1505 - truliant tib fit tray cem sz 1.5f / 0.5t, (B)(6) - 02-022-51-1511 - truliant tib imp crc insert sz 1.5, 11mm, (B)(6) - 02-029-90-4300 - sterile packed short headed pin, (B)(6) - 200-07-29 - advanced patella 29m 3 peg implant, (B)(6) - 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6) - 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6) - 521-78-32 - threaded pin size 3.0 collarless 2pk, (B)(6) - 521-78-36 - threaded pin size 5.1 collarless 2pk, 04000523161 - (B)(6) - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced pain and stiffness (5-80 degrees)/arthrofibrosis. The patient underwent a manipulation under anesthesia. No further impact to the patient was reported. No other information is available.